Event description:
It was reported that the vns patient passed away. The date and cause of death are unknown by the physician. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Attempts to obtain additional relevant information, including death certificate, have been unsuccessful to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: the supplemental report #1 inadvertently did not include the date information was received by manufacturer. The supplemental report #1 should have reported date recv by MFR as 12/19/2014.